Event description:
It was reported that the spring wire guide (swg) inserted smoothly through the cannula and that the cannula was inserted in the left radial artery with little resistance. However, the user suspects that during insertion, the swg had kinked and the cannula was pushed over it. As a result, during removal of the swg, difficulty was experienced and the user decided to remove the swg and needle as one. It was at that time the cannula broke and part of it remained in the pt along with the swg. A small 3mm incision was performed to remove the remaining parts from the pt. There were no reported pt complications as a result of this occurrence.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.